Event description:
(B)(6) study. It was reported that the stent fractured. The subject was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on same day. The target lesion was located in the right mid superficial femoral artery (sfa) with 100% stenosis and was 80 mm long with a proximal reference vessel diameter of 6.00 mm and distal vessel diameter of 6.00 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of a 7.0 mm x 150 mm study stent. Following post-dilatation, residual stenosis was 20%. The subject was discharged on dual antiplatelet therapy. On (B)(6) 2021, per 60 months core lab x-ray, stent fracture of grade -IV with mal-alignment of the components (>/= 2 segments) was noted. There was no adverse event associated with stent fracture was reported.